Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell two of four. The home patient (hp) stated he disconnected during the first dwell using a flexicap and minicap to protect the patient line and catheter. The hp reconnected 20 minutes before the fill started. The patient had disconnected and reconnected properly. The hp checked the connections and lines and did not find any loose connections or leaks. The technical service representative (tsr) explained the alarm and helped the hp clear it. The hp would end therapy. There was no patient injury or adverse event associated with this report. No additional information is available.